Event description:
It was reported that there were image frames lost from the cine loop on playback. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the customer replaced the cine drive. The system operates as intended.